Event description:
Customer reports during pt procedure, the infimed computer locked up and would not reboot. Pt procedure completed using c-arm portable fluoro.

Manufacturer narrative:
Field service engineer confirmed the infimed would not boot up, the hard drive just makes loud clicking noises. Fse replaced the hard drive per the infimed instructions included with new hard drive. Fse checked and verified the system per the platinum one service manual. Unit returned to full service by the customer.